Manufacturer narrative:
Other, other text: while performing a review of the complaint, it was discovered that the file was inadvertently assessed as reportable. The malfunction will not likely to cause or contribute to death or serious injury and no patient death, serious injury, and there is no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. This complaint file is no longer considered reportable, please disregard any reports associated with it.

Event description:
It was reported the cassettes are displaying no disposable alarms when used in the cadd legacy pumps. This is causing inconvenience and disruption of care for the patients so the clinics are asking to not use that particular model. No patient injury was reported. It was reported that 374 boxes available and have been returned to distributor. Customer want the product exchanged with a different code. Additional information received via email on (B)(6)2022 and attached to complaint object: customer reported cadds were leaking with multiple patients. Additional information received via email on(B)(6)2022 and attached to complaint object: customer reported affected lot# were communicated. The message indicated was ?no disposable pump?. Patients utilizing this cassette had to come back and get new cassettes. This was/has been a reoccurring problem. Additional information received via email on (B)(6)2022 and attached to complaint object: hospital has been experiencing problems with these specific cadd sets for a long period of time. They have approximately 50 sites throughout the state. All have had issues. Lot numbers and event dates not provided. No patient injury was reported.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No lot or serial numbers were communicated; device expiration date and device manufacturing date are not available.